Manufacturer narrative:
A resmed customer representative assisted the customer with possible adjustment of settings in order to address the issue. The device was not returned to resmed for an evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).